Manufacturer narrative:
No malfunction suspected. The end user stated while operating the power wheelchair the end user leaned over the side of the power wheelchair and fell. Hoveround's owner's manual warns "to reduce the chance of serious injury ..., or falling from the power wheelchair, keep yourself properly positioned in the seat: do not reach over the back of the chair or lean excessively forward or sideways."

Event description:
The end user states while operating the power wheelchair the end user leaned over the side of the power wheelchair and fell.